Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, an external leak from the drain bag was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video observed the reported leak and considering the manner of dripping, the leak was identified to likely have occurred at level of the stopcock. It is to be noted that the prismaflex m150 set ckt set and all the accessories provided within the set, including the drain bag, is a single use product. This means that once used, the product must not be reused (i.e. Emptied and reused during the same therapy) and should be discarded. During the investigation of similar complaints it has been noticed that the leakage on the drain bags occurred mainly after several hours of treatment, after being filled and emptied several times. The filling/emptying cycles generates physical constraints on the bags, near the welding of the exhausting tube, eventually causing pinholes to form and leakage to happen. However, the prismaflex control unit operator's manual indicates to ¿change fluid bags when the appropriate caution alarm occurs (pbp bag empty, replacement bag empty, dialysate bag empty or effluent bag full)¿. The prismaflex control unit warns the operator when the effluent bag is full and it is specified in the on-screen instruction delivered by the prismaflex control unit that the drain bag should be disconnected and changed for a new bag. Only one bag is provided within the sets since this bag is the one needed to prime the set and to start therapy. Since therapy duration and prescribed doses vary for each patient and therapy, replacement bags are to be provided by baxter as spare bags. In taiwan, spare bags are available since july 2020, . Based on the above, the cause for the reported events has been identified as an unintended use of the effluent bag. A non-conformity has been opened at meyzieu plant to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.